Event description:
It was reported that the customer had a compromised force sensor system error on the insulin pump. Customer's blood glucose level was 29.7 mmol/l. Customer stated that the insulin pump was not delivering insulin. It was explained to the customer that the sensor will not detect the reservoir and it will continue to deliver insulin. Customer was told the importance of not rewinding with the reservoir in the insulin pump. The settings were reviewed and it was found that the customer did not check date/time on the insulin pump. Customer's blood glucose went down to 0.7 mmol/l. Customer was advised to contact the help line for proper troubleshooting once he has more insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.